Manufacturer narrative:
(B)(4). Concomitant medical products: ref 00-8777-032-04 lot 2616158 biolox head 32mm+7, ref 6250-65-30 lot 62073197 bone screw 6.5x30mm, ref 6202-52-22 lot 62064379 tm shell 52mm, ref 7711-09 lot 62067493 m/l taper size 9 std. Reported event was confirmed by review of medical records noting acute postoperative infection. Purulent drainage was noted within the joint space and necrotic tissue. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00553.

Event description:
It was reported that the patient underwent a right hip revision approximately 4 years post implantation. Approximately 2 weeks later, the patient experienced increasing pain and drainage in the right hip. The patient then underwent a revision surgery due to infection where the head liner and screw were replaced. Attempts have been made and additional information is not available at this time.